Event description:
The customer initially called to report high blood glucose levels over 500 mg/dl because the piston in the insulin pump was not moving. The customer then stated that she was hospitalized two weeks prior because of high blood glucose. No blood glucose reading was reported for the event. Troubleshooting had been performed on the insulin pump on a previous phone call. The insulin pump was programmed correct and the insulin pump passed the prime test. The customer did not have the tubing clamp to perform the high pressure test. Advised the customer that the insulin pump would need to be replaced because of the piston not moving.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.